Manufacturer narrative:
The reported events were for lead dislodgement, inadequate capture, lead sensing problem, and low pacing impedance. A complete lead was returned in one piece. Visual inspection of the lead found the retracted helix clogged with dried blood. X-ray examination of the helix mechanism found no anomalies. After cleaning and applying torque directly to the connector pin, the helix could extend and retract. The reported events for inadequate capture, lead sensing problem, and low pacing impedance were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
Related manufacturer reference number: 2017865-2023-10336. It was reported that the patient presented in clinic for follow up. Upon review it noted that the atrial lead and right ventricular lead exhibited high capture threshold, and sensing had dropped on both leads. Also, the atrial lead exhibited high impedance and the right ventricular lead had low impedance. Chest x-ray was performed and confirmed that both leads had dislodged. The leads were explanted and replaced. The patient was in stable condition.